Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to rough handling, excessive forces applied to implant or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an internal fixation surgery, an evos 2.0mm x 21mm ctx screw t6 s-t broke right below the head when implanting. There was a delay of 30 minutes or less and the procedure was finished using a smith & nephew back up. Patient was not harmed.